Event description:
A beckman coulter representative reported wash carousel motion error during system operation involving the access 2 immunoassay system. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. The representative indicated replacement of the reaction vessels, with a new lot that was not affected by the new resin, resolved the issue. There was no report of patient samples involved or any impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through system troubleshooting. In conclusion, the cause of the wash carousel motion error was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).